Event description:
It was reported to philips that x-rays could not be triggered due to a power issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service manually started the generator and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).